Event description:
It was reported that pt had a miniarc sling implanted on (B)(6) 2009 for stress urinary incontinence. It was reported the pt experienced mental and physical pain and suffering, emotional distress, physical deformity, and permanent injury. The pt underwent corrective surgery.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.